Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a mentor breast implant of unknown type popped before placing it into the patient. There was no patient contact.

Manufacturer narrative:
New information: mentor received additional information indicating the device was a mentor saline implant. The additional information also indicates that the device was removed during surgery so that the doctor could place deep sutures and then re-implant it. The doctor however, ruptured the implant with a needle so another saline implant was implanted. There was no patient consequence reported. Manufacturer¿s reference number: (B)(4).